Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: angiodema, allergic rhiniti, tachycardia, itchy and watery eyes, anaphylaxis, severe emotional distress, inability to engage in normal activities, great despair, loss of enjoyment, and loss of earnings and earning capacity.